Manufacturer narrative:
(B)(4). Concomitant medical products: g7 neutral arcomxl lnr 36mm f # item 010000741 lot 6487203, unk head, unk stem. Multiple MDR report were filed for this event, please see associated reports: 0001825034-2019-02269. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial surgery, the acetabular liner would not engage locking mechanism after multiple attempts. The surgery was completed with another liner. No additional information available.

Manufacturer narrative:
UDI#: (B)(4). Concomitant medical products: g7 neutral arcomxl lnr 36mm f # item 010000741 lot 6487203. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.